Event description:
It was reported that during a percutaneous coronary intervention procedure, stent fracture occurred. The 38mm in length, de novo, target lesion was located in the 3.0 diameter left anterior descending artery (lad). This 38 x 3.00mm taxus liberte stent delivery system (sds) was selected; however, while trying the cross the lesion the physician saw that the stent struts were damaged. The physician removed the stent from the patient and saw that the stent struts were fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available

Event description:
It was futher reported that the hypotube was fractured 67 cm from the hub.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was tightly folded and the stent was secured on the balloon. Magnified and visual inspection confirmed there was no damage to the stent. The hypotube was fractured 64.75cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).